Manufacturer narrative:
Image files for the original testing performed on (B)(6) 2011, were not available. Review of the image files for samples tested on (B)(6) 2011, showed that negative results were obtained in the 2-cell screening assay, and negative results with two out of thirteen m+ wells on the antibody identification assay. In-house testing performed on retention product capture-r ready screen I and ii confirmed the presence of the m antigen. Customer did not submit product or patient sample for investigation. Product is performing as expected.

Event description:
A customer reported inconsistent reactions with capture-r ready screen test wells on the galileo echo instrument.